Manufacturer narrative:
Product has been received by MFR, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: the product broke underneath the first screw at the joint at the distal end during a rib surgery. No injuries reported.